Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
Related manufacturer reference number 1627487-2021-19057. It was reported that patient experienced ineffective therapy due to high impedances. Reprogramming was unsuccessful. As a result, surgical intervention was undertaken wherein both extensions were explanted and replaced to address the issue.